Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during a transfer from bedroom to the toilet the resident slide out of the sling and landed on the toilet while the lift was still up. There was no injuries reported as a consequence of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (slip out of sling/lift). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. During our investigation, we were not able to find a deficiency with the lift (sara 3000). The sara 3000 system was inspected by our representative that visited the customer site and was found to have not been to specification when the event took place. The sling was found with worn anti skid material and label unreadable. This is not likely to impact the performance of the sling when used according to the IFU, but it is another indication that the sling should not have been used. The patient involved in the incident has a hemiparesis. This fact was documented in incident description form by an arjohuntleigh representative who visited customer site. This may point to the staff not knowing of the necessity of the professional assessment of the patient before transfer as indicated in the IFU, which in turn makes it unlikely the professional judgment of the patient was followed. The most common and likely root cause for this event is that the patient was not correctly assessed for the patient transfer. In the labeling there is particular attention to the responsibility of the device owner to make sure that the device users are trained and knowledgeable of the contents of the labeling. Also it is clearly stated that before using the device, an evaluation should be carried out if the person that is to be transferred is suited to this type of transfer. When the IFU would have been followed and the professional assessment of the patient before transfer would be provided, the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.